Manufacturer narrative:
On 9/4/2019, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2019, mentor became aware that the patient replaced their devices with 600cc mentor memorygel breast implants (left-sided catalog number 3506004bc, left-sided serial number (B)(4); right-sided catalog number 3506004bc, right-sided serial number (B)(4). On 9/11/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample it was observed to be intact. No anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture, and is a known inherent risk of breast implants, as stated in the product insert data sheet. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer's record number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Concomitant products: 3504504bc, sn (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a primary breast augmentation with a 450cc mentor memorygel breast implant and experienced postoperative left-sided capsular contracture baker grade iii. The diagnosis was confirmed by physician upon physical examination. As a result, the patient¿s impacted device has an explantation planned on (B)(6) 2019. At the time of this report, mentor has received no information regarding any replacement device.